Manufacturer narrative:
The root cause of the event is tube stopper debris in the nrbc mix chamber waste port caused the nrbc mix chamber to overflow. Investigation is on-going to determine the cause of the overflow after the drain is plugged. (B)(4).

Event description:
The customer contacted beckman coulter inc. To report fluid leak from the nucleated red blood cell (nrbc) mixing chamber on the unicel dxh 800 coulter cellular analysis system. The nrbc mixing chamber may have the presence of blood and diluent while in operation and cleaner while in shutdown. The user was wearing personal protective equipment (ppe) consisting of gloves, a lab coat, and protective eye-wear at the time of the incident. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. A the field service engineer found fluid was contained in the overflow tray under the mixing changer area due to the waste port of the nrbc was plugged with tube stopper debris. The fse removed the tube stopper debris and verified proper draining of nrbc mix chamber. Service activity performed is verified to meet the specified requirements per established procedures. Results meet published performance specifications. System validation documented in customer qc record.